Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with cracked bottom case and cracked right plunger case. Event log history was performed and indicated that primary audible alarm background test was found recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive measure. Performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm. No adverse effects were reported.